Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became deep scratch on the glass and "two small holes". There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to the customer that were unsuccessful.